Manufacturer narrative:
Findings: inspected 1 opened/used partial enlite sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications with accurate readings. See attached file for results. Unable to confirm needle complaint due to customer did not return insertion needle. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 217 mg/dl and the sensor glucose was 59 mg/dl at the time of the incident. Insulin delivery was suspended due to sg values. Sg value that triggered the suspend event: 59 mg/dl. Threshold/low suspend limit in sensor settings: 60 mg/dl. Additionally, the customer reported they had high blood glucose value of 382 mg/dl and no troubleshoot was performed for it. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.